Manufacturer narrative:
No definitive root cause was identified for the reported incident. However, the fe performed adjustment to the reader camera and preventive maintenance, returning the analyzer to expected operation.

Event description:
The customer reported that the ortho provue analyzer interpreted negative reactions as positive (1+) during abd type testing with mts a/b/d monoclonal grouping cards. The customer visually observed the gel cards tested on the provue and verified that the reactions were negative, preventing erroneous results from being reported. False positive results may result in transfusion of incompatible blood.